Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of six hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that six hurricane rx dilatation balloons were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, it was noted that six balloons burst. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: problem code a0402 captures the reportable event of balloon burst. Block h10: investigation results: visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages. Microscopic inspection was done and found the balloon had a pinhole, which confirms the reported event of balloon burst. During the microscope inspection the balloon was dissected to inspect the ro markers (distal-proximal) and no defects were noted. Functional analysis cannot be performed due to the balloon lumen being occluded and could not be unblocked, likely due to dry contrast. The pinhole encountered in the balloon is possible to happen due to: encountered factors during the procedure, the interaction of the device and scope while the catheter's advancement in higher elevator angles, and the device's design as a contributor factor. These factors and interactions could have influence in the damage found in the balloon. Therefore, the most probable root cause is cause traced to device design. An investigation is in place to address this problem. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
Note: this report pertains to one of six hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that six hurricane rx dilatation balloons were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, it was noted that six balloons burst. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.